Event description:
It was reported that the right ventricular lead was capped due to farfield oversensing of the atrial signal that inhibited ventricular pacing. No patient complications were reported as a result of this event.